Manufacturer narrative:
The customer¿s report that the maxplus valve is sticking down after access (identified as valve stickdown) was confirmed. Functional testing on the associate samples confirmed leaking. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification).

Event description:
It was reported that the maxplus valve is sticking down after access resulting in leakage of fluids, chemotherapy and blood.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the maxplus valve is sticking down after access resulting in leakage of fluids, chemotherapy and blood.